Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a procedure on an sfa lesion the packing of the turbohawk stopped performing. After multiple passes the turbohawk device was removed to clean and there were pieces of plastic in the tip that did not allow for the device to be cleaned. Evaluation of the device found a ribbon of flexible green polymer located in the distal tip assembly housing window. The material was consistent with guide sheath component.